Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: complained issue could not be replicated and/or confirmed based on the available information. No pictures and/or x-ray¿s were provided and no material was returned for investigation. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device history lot: part number: 04.038.190s. Lot number: h794038. Part manufacturing date: 24 january 2019. Manufacturing site: elmira. Part expiration date: 01 january 2029. Nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h794038 of tfna fenestrated screws was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h725939 met all specifications with no issues documented that would contribute to this complaint condition. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Required surgical and medical intervention, and bone injury. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent a femoral nailing surgery with the right trochanteric femoral nailing system advanced (tfna) intramedullary nail for a sub-trochanteric femoral fracture on (B)(6) 2019. The fracture was difficult to reduce. Before implantation, the nursing staff and the surgeon tested to insert the lag screw into the nail and had no issues with the jig. During implantation, the nail and lag screw was implanted with some difficulty in the insertion of the nail. Distal cross bolts were then implanted and the jig was removed. In the final shots, the screw appeared to have missed the nail. The surgeon removed the lag screw and then with the assistance of another surgeon reinserted the lag screw after connecting the jig into the nail in-situ. X-rays were then taken and was confirmed that the lag screw was successfully re-positioned to the nail. The surgery was completed successfully with a surgical delay of 45 minutes. Patient outcome is unknown. Concomitant devices reported: unknown tfna nail (part# 04.037.028s, lot# h309035, quantity# 1); locking screw (part# 04.005.530s, lot# 2l43586, quantity# 1); locking screw (part# 04.005.534s, lot# 1l00738, quantity# 1); guide wire (part# 356.830s, lot# 3l79095, quantity# 2); synream reaming rod (part# 352.032s, lot# 3l74542, quantity# 1). This is report 4 of 4 for (B)(4).